Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging dry nose and throat, nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging dry nose and throat, nasal/ throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. Secondary findings such as liquid ingress was observed on the blower and care orchestrator data was unavailable. The manufacturer concludes that they could confirm that there was no evidence of sound abatement foam degradation/ breakdown but contamination was observed on the exterior of the device and liquid ingress was observed in the blower.